Manufacturer narrative:
The pipeline device has not been returned for evaluation. The reported event could not be confirmed. An event cause could not be conclusively determined from the reported information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a pipeline was stuck in the capture coil during a procedure. The patient was undergoing treatment for a cystic aneurysm in the ¿upper right carotid artery¿. The aneurysm measured 12.5x15.7mm with a neck diameter of 8.6mm. The vessel was severely tortuous. All devices were prepared as indicated in the IFU. During the procedure, the catheter was placed and the pipeline device was advanced to the treatment site. It was reported that at deployment, the ¿head¿ could not be deployed. The physician continued to rotate the pipeline delivery wire; less than ten rotations were made. The attempt to release the device were not successful. The pipeline was removed from the patient. The procedure was completed using coil and stenting. There were no reports of patient injury in connection with this event. The patient has been discharged from the hospital.

Manufacturer narrative:
Device available for evaluation - additional information. Device evaluation, device returned - additional information. Evaluation codes - additional information, device evaluation. Additional manufacturer narrative - additional information, device evaluation the pipeline pushwire was returned for evaluation; the pipeline braid was not returned. The tip coil and capture coil were observed to be stretched. The coating of the entire pushwire length was examined under a video inspection system; no issues were observed. Based on the analysis findings and the reported event details, the report that the pipeline was stuck inside the capture coil could not be confirmed. The cause for the reported experience could not be determined as the returned pipeline pushwire did not have a pipeline braid attached to its capture coil; any contributing factors from the pipeline braid could not be assessed. It is possible that the damaged (stretched) capture coil and the patient¿s severely tortuous vessel anatomy may have contributed to the reported issue. In addition, the tip coil was observed to be damaged (stretched). However, the cause for the damages could not be determined. All products are 100% inspected for damage and irregularities during manufacture. Per our instructions for use (IFU): ¿detachment can be facilitated by slowly rotating the delivery wire in the clockwise direction and/or manipulating the microcatheter by locking down the delivery wire and moving both as a system. If the capture coil tip of the delivery system becomes stuck in the mesh of a delivered ped, rotate the wire clockwise while advancing the wire to try to release it, then slowly pull back on the delivery wire. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ the lot history record of the reported lot number was reviewed and no discrepancies that might have caused the reported event were noted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.